Event description:
An endurant ii stent graft was intended to be implanted during an unknown endovascular procedure. No complex anatomy was noted. It was reported during the index procedure on inspection of etbf3216c145ee it appeared that the stent graft was twisted on the insi de as the markers did not match. The proximal e marker and the contralateral limb marker was checked under fluoroscopy. The graft was replaced with another endurant ii graft (etbf3216c166ee) and the procedure was completed. The cause was not provided. No damage to the device packaging was observed. No patient complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.